Event description:
Additional information was received which indicated this entire ICD system was explanted and replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise and high pacing impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) pacing impedances on the right ventricular (rv) lead. It was noted the oor measurements were reproduced with pocket manipulation. The right atrial (ra) lead also exhibited spikes in pacing impedances and was oversensing the minute ventilation (mv) signal. The patient was programmed vvi. The patient's ra and rv leads were non-boston scientific products. Technical service (ts) recommended performing fluoroscopy of the pocket and clavicular region to look for clavicular crush. The atrial sensing was also programmed off. The physician elected to continue to monitor the patient/system. This ICD system remains in service. No adverse patient effects were reported.